Event description:
It was reported that at the beginning of a ureteroscopy procedure for kidney stones, the fiber was fractured and burned behind the sub miniature a connector. The procedure was completed with another fiber and no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber break event was confirmed by the media provided by the costumer shows a break on the device. The device was not returned for analysis; therefore, technical analysis could not be performed. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that at the beginning of the ureteroscopy procedure for kidney stones, the fiber got fractured/burned behind the sub miniature a connector. The procedure was completed with another of the same fiber. There were no patient complications.

Event description:
It was reported that at the beginning of the ureteroscopy procedure for kidney stones, the fiber got fractured/burned behind the sub miniature a connector. The procedure was completed with another of the same fiber. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber break event was confirmed by the media provided by the costumer shows a break on the device. The device was not returned for analysis; therefore, technical analysis could not be performed. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.